Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed a "ventilator failure detected, code 6: excessive negative pressure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer was contacted and indicated that the patient was coughing at the time of the reported problem, which would increase the negative pressure. During testing an excessive negative pressure was simulated, which did stop the ventilation, as designed. This is not an indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend